Manufacturer narrative:
Intuitive surgical, inc. (Isi) received 8mm large suturecut needle driver instrument to perform failure analysis. The instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a broken yaw input disk axis. This finding is related to the customer-reported complaint. Additional findings related to the customer complaint: when tested on an in-house system, the instrument passed both the recognition and engagement tests. However, it exhibited imprecise motion in the yaw direction the grip tips moved as commanded, but a noticeable lag or delay in motion was observed. The probable root cause of the broken instrument input disks is attributed to usage and improper reprocessing conditions and this led to imprecise motion of the instrument. The input disk component is made of ultem or peek material, which is insert-molded over a steel pin. This molding process introduces residual stress within the input disk. These stresses can make the material vulnerable to chemical or thermal effects, potentially leading to cracks in the ultem or peek. With repeated or prolonged exposure to such conditions, these cracks can expand over time, eventually causing the input disk to fracture and detach from the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument stopped working and became non responsive. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was static. The instrument was not moving in the opposite direction. There was no injury to the patient due to the reported event.